Event description:
The field service rep (fsr) reported that during initial installation of a cable, the locking tab was broken and would not secure to the system. There was no pt involvement.

Manufacturer narrative:
The field service rep (fsr) ordered a replacement part and will install on second visit. The original part was returned to the MFR for further eval. Investigation is in process, but not yet complete.